Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alert. The superior vena cava (svc) coil of the right ventricular (rv) lead was indicated to have an impedance issue. The lead remains in use. No patient complications have been reported as a result of this event.